Manufacturer narrative:
This lead was -not- reportable. The elevated thresholds were confirmed to be only part of the right ventricular lead; (B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing chest pain and a -thump- in her chest. The lead exhibited unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.